Event description:
Boston scientific received information that during the routine change out of this device, it was noted that the device was oversensing electrocautery. The device exhibited pacing inhibition which lead to asystole despite being programmed voo 50. The device was subsequently successfully explanted. There were no adverse patient effects reported. A request for the return of the device has been made.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the clinical observations were a result of the cautery used during the explant procedure.